Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2023. During the procedure, when the device was being pulled through the abdominal wall out of the body, the peg tube became dislodged. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h10: the returned endovive standard peg kit pull method was analyzed. Visual inspection noted that the device feeding tube was broke in half. No additional problems with the device were noted. With all available information, boston scientific corporation concludes the reported event of feeding tube dislodged or dislocated was defined in the risk documentation and is documented accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This problem could have been caused by the way in which the device was handled and manipulated during the procedure. Possibly an excessive force was applied to the device during the placement of the feeding tube, making it break in half as seen on the device analysis. It's a possible that the feeding tube was pulled with too much force when it was going to be placed in its position at the end of the procedure. Bsc has determined the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2023. During the procedure, when the device was being pulled through the abdominal wall out of the body, the peg tube became dislodged. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.